Event description:
A report was received that the patient was experiencing headache and nausea. The patient was hospitalized and the physician performed a spinal tap. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.